Manufacturer narrative:
Occupation is lay user/patient the meter and test strips were requested for investigation. The test strips from the hospitalization event in 2019 are no longer available. The test strips from the comparison testing performed in (B)(6) 2021 and (B)(6) 2021 have not been received at this time. If the product is returned in the future, a follow up report will be submitted. The meter was returned for investigation where it was tested with retention strips (lot 49682614) and retention controls: testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.5 inr, qc 2: 5.5 inr, qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of questionable inr results for a patient testing with coaguchek xs meter serial number (B)(4). There was an allegation that incorrect results from the meter caused the patient to be hospitalized in "the latter part of 2019." We will update the date if we later confirm the actual date of the event. The initial reporter alleged the patient¿s "lvad numbers were down and it started to shut down." The patient was transported to the hospital where he was told the inr result from the hospital laboratory was "way different" than the meter results. The patient was told there was a blood clot within the lvad system. The patient was hospitalized for "several weeks." Upon release, the patient¿s warfarin was increased. The patient was testing on the meter during this timeframe and the results were within the therapeutic range of 2 ¿ 3 inr. Examples of information requested were: specific inr results from the meter or the hospital. Symptoms from the time of the event. The date the meter was last used prior to the hospitalization. The patient could not recall any other details. To date, this information has not been provided. The patient continued to test on the meter following this event. Discrepant results were received on (B)(6) 2021 and (B)(6) 2021 between the meter and an unknown laboratory method. On (B)(6) 2021: the result from the meter at 3:39 p.m. Was 2.6 inr. The result from the laboratory within 5 minutes was 2.0 inr. On (B)(6) 2021: the result from the meter at 9:43 a.m. Was 2.9 inr. The result from the laboratory within 2 hours was 2.1 inr. The patient's therapeutic range is 2 - 3 inr. The patient tests once a week.